Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer stated head gets bonky due to high blood glucose. The customer treated high blood glucose with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. Customer stated the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated multiple large bubbles are not present along the tubing length. Customer was using a cannula based infusion set. Customer reported basal rates were programmed accurately. Customer reported bolus wizard was programmed accurately. The insulin pump had no delivery alarm. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.